Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, it was noted that the user attempted to re-insert a probe that previously experienced an error in the driver. Per the finesse instructions for use (IFU), " once a probe has been removed from the driver following a procedure, the probe cannot by re-inserted". Therefore, the root cause is user related for the first probe used. However, the root cause for the second probe used could not be determined based upon available information.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, that during a sample acquisition, the device went to red lights flashing. The user removed the needle from the patient, and removed the probe from the driver and was able to reset the driver error lights by placing it on the charging stand. Per the user, the same probe was then placed back into the driver and was able to initialize; however, during sampling, the same thing occurred. The needle was again removed from the patient and the probe was removed from the driver and the driver was again reset. A new needle was then inserted into the driver and during sampling, the device again went to red lights flashing; however, the probe became stuck inside the driver and cannot be removed. The procedure was rescheduled. There was no patient injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, that during a sample acquisition, the device went to red lights flashing. The user removed the needle from the patient, and removed the probe from the driver and was able to reset the driver error lights by placing it on the charging stand. Per the user, the same probe was then placed back into the driver and was able to initialize; however, during sampling, the same thing occurred. The needle was again removed from the patient and the and probe was removed from the driver and the driver was again reset. The procedure was rescheduled. There was no patient injury reported